Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet would not charge on the provided charging pad or on two separate third-party wireless chargers, and the device exhibited persistent power depletion requiring replacement. Symptoms included loss of device power. Outcomes included interruption of therapy due to inability to power the device. Investigation included technical troubleshooting with alternate power sources and review of device operation and user steps. Investigation of this case revealed a power and charging malfunction consistent with very low battery and failure to accept charge, indicating a device power system issue rather than an accessory charging pad issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the power/charging subsystem.